Event description:
Customer reported the system would not work while pt was waiting on table. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined a cable needed to be replaced.